Manufacturer narrative:
The subject device involved in the event was expected back; however, only an empty bag was received at the complaint investigation site. No response has been received to further attempts to obtain the device for evaluation and the device has not been received by the manufacturer. Based on the information available, the device met all material assembly and performance specification prior to release. The user appears to have followed the direction for use. However, it was confirmed that the coil was repositioned ¿four or five times¿ during the procedure. The direction for use instructs to take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. It is likely that this procedural factor may have limited the performance of the coil during the procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during a coil embolization, the physician experienced resistance upon repositioning the coil. Subsequently, the coil deployed in the microcatheter. The physician used a snare to hold the coil's distal end and removed coil and microcatheter together. The procedure was completed with the use of a similar device. There was no reported clinical consequence to the patient.

Event description:
It was reported that during a coil embolization, the physician experienced resistance upon repositioning the coil. Subsequently, the coil deployed in the microcatheter. The physician used a snare to hold the coil's distal end and removed coil and microcatheter together. The procedure was completed with the use of a similar device. There was no reported clinical consequence to the patient.